Event description:
High impedance of the anterior lead was experienced during an initial implant procedure of the maestro rechargeable system in this patient. The anterior lead was replaced during the same procedure resulting in impedance values within the acceptable range and successful activation of therapy. The initial anterior lead that resulted in high impedance measurements was returned for analysis.